Manufacturer narrative:
This report is submitted on february 08, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6), 2022 due to no hearing sensation. The patient was reimplanted with a new cochlear device during the same surgery.